Manufacturer narrative:
Investigation is ongoing.

Event description:
The sapien 23 valve was placed in a homograft. During inflation, the balloon ruptured while the balloon was at full inflation for three seconds. There was mild pvl, no post dilation was needed. There was no injury to the patient, and the balloon was removed in one piece. The cause of the balloon burst was attributed to the calcium in the stj and homograft.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation after being used in the field. Prior to handling of the device, three (3) kinks were noted on the packaging tubing. After removal of the delivery system from the packaging, a severe flex shaft kink was noted on the delivery system at the same location as one of the packaging kinks (approximately 14¿ distal of the delivery system handle). Based on the available information, the observed delivery system kink most likely occurred due to the return shipping conditions of the complaint device. The returned delivery system was visually inspected. There was a delivery system inflation balloon tear. Engineering was unable to determine if the balloon first tore longitudinally or radially due to the condition of the returned balloon. No indication that any pieces of the balloon were missing. No other abnormalities were observed. Balloon single wall thickness measurements were taken with a calibrated digital blade micrometer at four locations along the observed inflation balloon tear (two measurements taken on each side of the tear approximately 180° of each other on each side). These measurements are taken to ensure that the balloon wall thickness is within specification as a thin-wall balloon could potentially contribute to a premature or irregular burst. All measurements meet the balloon single wall thickness specification. Due to the condition of the returned device (balloon burst), there was no balloon functional testing that could be performed. Review of complaint history reveals that the occurrence rate for commander delivery system ¿balloon ¿ burst¿ does not exceed the march 2016 control limits for the trend category of commander delivery system ¿balloon burst.¿ no IFU/ training deficiencies were identified. As part of the manufacturing process, the commander delivery system inflation balloon undergoes multiple 100% inspections, including 100% visual balloon inspection by manufacturing before and after the pleat and fold process, and 100% visual balloon inspection by manufacturing and quality of the final assembled device for visual defects such as distorted/pinched folds. All manufacturing lots undergo product verification testing on a sampling plan which verifies balloon burst pressure. These inspections during the manufacturing process support that it is unlikely that the manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. The balloon wall thicknesses were measured and found within specification. A detailed root cause analysis for returned balloon bursts complaints has been previously summarized in a technical summary written by edwards lifesciences. This technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. The complaint description summary supports this root cause determination in stating, ¿the cause of the balloon burst was attributed to the calcium in the stj and homograft.¿ while a definitive root cause was unable to be determined, based on previous complaints and the details provided in the technical summary written by edwards lifesciences, it is likely that patient factors contributed to the reported complaint. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling/training/IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformance was identified and a review of complaint history reveal that this failure mode does not exceed the complaint trending control limits, a pra is not required. The complaint of balloon burst was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information indicates that patient factors (calcification) contributed to the event. No labeling, training, or IFU deficiencies have been identified. Therefore, no corrective or preventative action is required at this time.